Manufacturer narrative:
(B)(4). The lvad device remains in use supporting the patient. It was reported that the source of the infection was the patient's aicd and defibrillator lead. A correlation between the reported area of infection around the lvad and the device could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency department (ed) because he was not feeling well and stated that one episode of emesis had occurred the day before, and the patient awoke this morning with a temperature of 103f. The patient denied having symptoms of chest pain, abdominal pain or dysuria. On (B)(6) 2015, blood cultures tested positive for staphylococcus aureus. The medical team reported that testing via gallium scan indicated infections around the upper thorax and internal cardiac defibrillator (aicd). The test also indicated an area of infection around the lvad. On (B)(6) 2015 the aicd and defibrillator lead were successfully removed to eliminate the source of infection. Subsequent blood cultures were negative for 72 hours and a new aicd was implanted on (B)(6) 2015. Blood cultures remained negative and the patient responded well to IV antibiotics. The patient was discharged with a PICC line and the treatment plan was to continue with IV antibiotics for a total of 6 weeks. Oral antibiotics would follow for suppressive therapy. There were no reports of any issues with the lvad function.